Manufacturer narrative:
(B)(4). Analysis description: final analysis found epoxy underneath the atrial contact spring, which prevented the contact spring from making contact with the ring. These findings likely resulted in the reported noise, impedance and sensing issues.

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, high impedance, noise, loss of capture were observed on the atrial channel of the pulse generator. The device was explanted and replaced. The patient was doing well after the procedure and would continue to be monitored.